Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary graft access to support the 63 year old male who had been admitted in with cardiomyopathy, and presenting in scai stage d shock. The previously had been supported by a femorally placed impella cp captured in prior complaint (B)(4). The patient was known to be on inotropes and vasopressors prior to pump placement. On the 3rd day of the support the 5.5 access site was seen to have increased drainage from the drain. The surgical team was made aware and they have 25mg of protamine and transfused 2 units of blood cells. The heparin was additionally stopped. These measures have resolved the bleed and the pump remains on for support. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Bleeding is a known risk associated with impella support as described in the instructions for use.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
D1 (brand name) & d4 (serial) has been updated. D3 (manufacturer fax) & g1 (manufacturer contact fax number) has been added as these were omitted from the initial mw submitted. Asae/major bleed: the cause of the access site adverse event was user related as bleeding was associated with anticoagulation and resolved after reversal with protamine.

Manufacturer narrative:
Corrected data. D4 UDI corrected/updated.